Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that an error message reading "battery needs service" "full backup may not be available was displayed on the central control monitor. The power supplies indicated that the batteries were good. The device was not changed out. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.